Manufacturer narrative:
Follow-up # 1 ¿ (09/25/2013). The patient¿s meter and test strips have been returned on 7/31/2013 and 7/30/2013, respectively, and evaluated by lifescan product analysis on 9/18/2013 and 8/29/2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately. The reporter noted that the obtained readings performed during a duration of 20 minutes were "3.0, 26.5, 29.1, and 7.2 mmol/l." This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.